Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Reportedly, the customer required assistance addressing bg with juice. The customer continued to use the pump for insulin therapy.